Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected new batteries, had scratches on the screen that made it difficult to read and had no delivery alarms without explanation. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.